Event description:
No harm to patient. Doctor closed the bilateral femoral access for the case with Vascades. There was 2 access for right and 3 for left side. One of the Vascades from right femoral access failed to deploy. Upon assessment by the Doctor, he noticed that the tip/disc was defective. All 5 Vascades were checked by prior to inserting/use to femoral sites.